Manufacturer narrative:
The device was not returned for analysis. An event of migration, improper or incorrect procedure or method, and hypotension was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported migration is related to procedural conditions (post dilation balloon). The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. The reported improper or incorrect procedure or method is related to the user snaring the device. In this case, the valve was snared after migration. However, the valve was snared due to the migrating valve compromising the coronary arteries, and this deviation from the IFU did not cause or contribute to any issues. Therefore, a letter will not be sent to address this deviation from the IFU. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant. The anatomical sizing of the patient was: perimeter: 72.4 mm, perimeter derived ø: 23.0 mm, area: 408.0 mm², area derived ø: 22.8 mm, lvot: 24.2 mm, and an aortic angle of 38 degrees. It was noted that there was adequate calcium to allow anchoring the device. Due to a very constricted lower extremity with iliac stents on both sides, the physician chose the 25mm device due to it¿s lower profile delivery system. During the procedure, access was performed through the right femoral artery. The delivery system was brought to aortic root, where the physicians placed the valve at an optimal depth of 4.5mm without issue. Due to high gradient measured between the aortic root and the left ventricle, a post dilatation of the valve was performed with a 25mm non-abbott balloon. During the balloon inflation, it was noted that the valve migrated up toward the aorta. Coronary perfusion was present after valve migration, so it was decided to implant a second 25mm navitor valve inside the first valve. The 2nd valve was successfully implanted at the desired depth, but the first valve continued to migrate upwards until the blood supply to the coronary arteries was compromised. The patient began to loose blood pressure and resuscitation was carried out. After ruling out that the source of the deterioration was not bleeding from the access area, action was taken and the valve was pulled (snared) into the ascending aorta. The patient was stabilized and taken to the cardiac intensive care unit. The procedure was prolonged due to the issues during implant.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 04 dec. 2024, a 25mm navitor valve was selected for implant. The anatomical sizing of the patient was: perimeter: 72.4 mm, perimeter derived ø: 23.0 mm, area: 408.0 mm², area derived ø: 22.8 mm, lvot: 24.2 mm, and an aortic angle of 38 degrees. It was noted that there was adequate calcium to allow anchoring the device. Due to a very constricted lower extremity with iliac stents on both sides, the physician chose the 25mm device due to it¿s lower profile delivery system. During the procedure, access was performed through the right femoral artery. The delivery system was brought to aortic root, where the physicians placed the valve at an optimal depth of 4.5mm without issue. Due to high gradient measured between the aortic root and the left ventricle, a post dilatation of the valve was performed with a 25mm non-abbott balloon. During the balloon inflation, it was noted that the valve migrated up toward the aorta. Coronary perfusion was present after valve migration, so it was decided to implant a second 25mm navitor valve inside the first valve. The 2nd valve was successfully implanted at the desired depth, but the first valve continued to migrate upwards until the blood supply to the coronary arteries was compromised. The patient began to loose blood pressure and resuscitation was carried out. After ruling out that the source of the deterioration was not bleeding from the access area, action was taken and the valve was pulled (snared) into the ascending aorta. The patient was stabilized and taken to the cardiac intensive care unit. The procedure was prolonged due to the issues during implant.